Event description:
The customer contacted physio-control to report that their device takes greater than 30 seconds to charge for defibrillation. As a result defibrillation therapy would be delayed if needed by a patient. When this occurred their device displayed a white screen. The customer advised that the device was able to deliver the energy. The customer also advised that when printing, their device would power itself off and then back on again. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported defibrillation charge and power issues. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced several inappropriate loss of power. The battery pins in the device were replaced and internal connectors were reseated. The batteries of the device were also replaced as they were over 2 years old. Physio recommends that batteries be replaced approximately every 2 years. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issues could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device takes greater than 30 seconds to charge for defibrillation. As a result defibrillation therapy would be delayed if needed by a patient. When this occurred their device displayed a white screen. The customer advised that the device was able to deliver the energy. The customer also advised that when printing, their device would power itself off and then back on again. There was no patient use associated with this event.